Event description:
It is reported that a customer experienced high blood glucose of 418 mg/dl. The customer was treated for the high blood glucose with the insulin pump. The customer was informed that there could be many reasons for high blood glucose. The customer stated that they are allergic to most tapes and has trouble sticking the sensor on their body. The customer was advised to clean the site of insertion with IV prep to help with the sensor issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.